Manufacturer narrative:
Updated field: b4, d8, e1 (initial reporter, event site email), g1,g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the compressor had been swapped recently as had gone past 5000 hours. He replaced the temperature sensor on compressor. All check completed and functional tests seen to pass. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.

Manufacturer narrative:
Due to character limitations in e1 event site name: (B)(6). Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, during use cardiosave intra-aortic balloon pump (iabp) had over heating fault.

Event description:
It was reported by customer that during routine check the cardiosave intra aortic balloon pump (iabp) had overheating issue. There was no patient involvement or adverse event reported.

Manufacturer narrative:
Updated fields: b3, b4, d9, g3, g6, h11. Corrected fields: b5, b6, b7, d10, e1 (initial reporter), h6 (health effect ¿ impact codes, investigation conclusions). Date of event updated to 2025-07-03.